Event description:
Device malfunction: premature, partially exposed stent. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that after opening the package and during device preparation, the stent was noted to be prematurely, partially exposed. A second xpert was used successfully. There was no pt involvement. No add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Results: the device was not returned for eval. The lot number was provided. A review of the device lot history record (lhr) did not produce any findings relevant to this report.